Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service call performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) new batteries were defective after about three months. The customer had a loaner battery from the rental device until the batteries were delivered. The customer also had a battery for bridging. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the batteries delivered were defective after about 3-4 months. The customer received two new batteries under warranty.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.